Event description:
Separation of the lateral way when the introducer was in patient; resulting in a hemorrhage. No death occurred. No information was provided regarding patient outcome/condition.

Manufacturer narrative:
(B)(4). The device was returned in a used and nonconforming condition. A visual examination revealed the extension tube had separated from the side lumen of the check-flo body without evidence of adhesive residue or material tear/breakage. This device is inspected throughout the manufacturing process and again prior to shipment. Although multiple process controls are in place, it was found that no adhesive residue was present at the failed (separated) interface between the check-flo body and extension tube. Risk analysis has been performed resulting in measures being initiated to prevent future complaints of this nature. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.